Event description:
It was reported that a patient was observed with a 2nd degree av block during a routine holter monitoring. It was noted that the patient was on vimpat which carries a small risk of causing av block. It was initially reported no clinical issues were observed with the reported arrhythmia. Additional information was received from the patient's physician reporting the cardia event as a 3rd degree av block and bradycardia. The physician indicated the patient had a history of cardiac events including 1st degree av block. It was reported the patent presented with clinical symptoms of feeling more tired. The physician reported the arrhythmia event did not correspond with vns on time or diagnostics but may have occurred following a settings change for the patient, as prior to the event the patient's output current was 2ma and during the event the patient's vns output was at 2.25ma. The physician reported it was believed the patient's arrhythmia may be related to vns stimulation or that the patient's arrhythmia may be exacerbated or contributed to by vns. The physician reported intervention was taken in the form of reduction of vimpat for the patient. It was reported this intervention was to preclude serious injury for the patient. No other relevant information is available to date.